Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Manufacturer report #'s 3005099803-2011-03484 and 3005099803-2011-03485 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator devices were used to treat a large esophageal hemorrhage during a variceal banding procedure on (B)(6) 2011. According to the complainant, during the procedure, the bands on the first speedband device (manufacturer report #3005099803-2011-03484) would not release. A second speedband device (manufacturer report # 3005099803-2011-03485) was used and the same issue recurred; the bands would not release. A third speedband device was used to complete the procedure. Reportedly, bands were released from these devices prior to the reported events. No damage was noted to the packaging or the devices prior to use. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
Although, the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that residue was present on the handle and the ligator head was returned with no bands present. The suture remained attached to the ligator head and was tangled around the trip wire, but has broken approximately 10 inches from the distal tip of the trip wire. The trip wire is bent in several places along its length and partially wound onto the spool. Slight indentations were noticed in the groove of the spool. Additionally, the velco strap is still attached to the handle. Functionally, the trip wire can be cinched and the handle was able to be rotated and clicks with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that deployment activities of the bands were impacted since the suture had broken from the trip wire. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Manufacturer report #'s 3005099803-2011-03484 and 3005099803-2011-03485 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator devices were used to treat a large esophageal hemorrhage during a variceal banding procedure on (B)(6), 2011. According to the complainant, during the procedure, the bands on the first speedband device (manufacturer report #3005099803-2011-03484) would not release. A second speedband device (manufacturer report # 3005099803-2011-03485) was used and the same issue recurred; the bands would not release. A third speedband device was used to complete the procedure. Reportedly, bands were released from these devices prior to the reported events. No damage was noted to the packaging or the devices prior to use. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.